Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hypoglycemia. The customer stated that prior to the event, her doctor had changed her basal rates, which she perceived as the cause of the event and some episodes of high and low blood glucose levels. Nothing further was reported.